Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections: b4 model # updated, b4 catalog # removed, b4 primary UDI # updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The user began the case with ECG monitoring leads attached to the patient which shows the ECG signal through lead ii. The user then placed pads on the patient but did not change the lead view from lead ii to pads. Had the operator selected the pads lead view or pressed a defib related key (charge, energy select, analyze, etc.), the signal would have been displayed. This is demonstrated later in the case when an ECG signal is displayed via pads view after the user charged the device which automatically switched the ECG from leads to pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained a third set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.